Event description:
Patient presented to the or for change-out due to normal eri. Externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.